Manufacturer narrative:
(B)(4). It was not possible to investigate the complaint completely as no sample was returned for evaluation. A search for related complaints was conducted and this is the only complaint for this issue. At the last inspection before the lot is put into stock, there was no ns9008 lots waiting to be inspected so a mix up would not have been possible at the last inspection. If the sample is returned in the future, this complaint will be re-opened and evaluated. Review of the history device records confirmed the valve product code 82-3842 with lot cvbcp9, conformed to the specifications when released to stock in 8th march 2016. At the present time this complaint is closed.

Event description:
On (B)(6) 2016, vp shunt surgery was performed. During surgery, the surgeon found that an integrated catheter was already connected to the proximal connector of the valve, so the proximal catheter could not be connected to it. The surgeon connected the proximal catheter by using the hospital's backup connector and completed the procedure without further issues. The patient's condition is good after surgery. According to the surgeon, the device was confirmed as 82-3842 before use because the label of the device indicated 82-3842. Also, no one except the surgeon was allowed to touch the device, and it is unlikely that someone connected the catheter. The pre-connected catheter could not be detached by pulling and it was implanted in the patient without being tied up. The surgeon suspects that a valve with an integrated proximal catheter such as ns9008 was mistakenly packaged instead of 82-3842.